Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 59 mg/dl. The nurse provided the customer with juice. System check was performed and verified that the pump was functioning as intended. Basal rate and correction factor settings were increased to address the bg.